Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was stated that the transfer set disconnected from the titanium adaptor. This occurred during an unknown step in peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye and no issues were noted. All box dimensions of the sample received were measured and passed. Functional testing was performed and passed. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.